Event description:
On 02/16/2026, sunset healthcare solutions received an FDA medwatch report that a vitas healthcare patient allegedly tripped on our res3025g oxygen supply tubing while walking to open her door. It was stated that she lost her balance and fell forward, resulting in a hip fracture requiring surgery.

Manufacturer narrative:
N/a.